Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from an hcp reported they were turning the patient¿s pump off because his cancer had worsened, and he was going to be transferred to hospice. However, the hcp stated the pump was a ¿non-functional pump¿. The hcp stated it was placed by the neurosurgeon, but never provided relief. The hcp stated when the hcp did the ¿pump-o-gram¿, they could not aspirate from the catheter access port (cap). The hcp stated the patient was no longer a candidate for surgery, so the pump would be turned off at that time. The symptoms reported were not related to the device or therapy. The procedure was not due to a problem with the device or therapy. The hcp stated they had issues with the pump since the implant. The cancer was unrelated to the pump, it was the reason the pump was implanted. The change in therapy/symptoms was considered sudden. The pump contained bupivacaine with a concentration of 7.5 mg/ml at a dose of 3.776 mg/day and dilaudid with a concentration of 10 mg/ml at a dose of 5.035 mg/day.

Manufacturer narrative:
Section d references the main component of the device system the relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving dilaudid and bupivacaine both of an unknown concentration and at an unknown dose via an implantable infusion pump for malignant pain and cancer pain. It was reported that the patient had the pump implanted on (B)(6) 2017 and since has had no relief in pain despite dose increases. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. As troubleshooting/diagnostics the dose was increased and a dye study was done on (B)(6) 2017. The dyestudy was attempted but the hcp was unable to drain the catheter. No cerebrospinal fluid (csf) was obtained. The issue was not resolved at the time of this report. The patient's medical history included "rectal cancer with mets" and blood clots. The patient's status at the time of this report was "alive- no injury".